Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces and a flattened down arrow button dome switch. No button error alarms were noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed button error during bolus and the buttons on the insulin pump were unresponsive. Customer stated that they were unable to clear the alarm. Customer's blood glucose reading at the time of the call was 200 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.